Event description:
The customer's mother reported via phone call that the insulin pump alarmed failed battery. The caller stated that she was trying to change out the battery when the alarm occurred, and the alarm recurred after a battery change. The customer's blood glucose was 375 mg/dl. Upon troubleshooting, the failed battery test alarm did recur. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.